Event description:
It was reported that the device was implanted and explanted in 2007 due to an unsuccessful ring repair, secondary to regurgitation.

Manufacturer narrative:
Device not returned. Unsuccessful ring repair.